Event description:
Patient was revised to address pain associated with a malpositioned cup. The liner was changed from metal to poly to address the issue, but the cup was not changed. **update** (B)(6) 2012- litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from pain and elevated metal ions. A femoral head and metal liner have been added.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for both of the reported head and insert part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear/metallosis and elevated metal ions.